Event description:
The manufacturer was informed by the doctor at the user facility that the connection where the hf resection inner and outer sheath meet (a22040a and a22026a) has the potential to tear the urethra of the patients. The doctor reported that the event has happened before but the doctor did not provide additional information regarding the event or patient. Additionally, the doctor reported that they believe it is one resectoscope set of sheaths that caused the reported event. The user facility utilizes 3rd party repairs for their equipment. This is 2 of 2 devices.